Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was explanted and replaced prophylactically as the device is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.